Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a shoulder arthroscopy procedure, the tip of the unit fractured into the patient's articulation.

Manufacturer narrative:
The failure mode was confirmed based on the returned device. The potential root causes of anchor breakage/damage are insufficient anchor design, insufficient tip design, extremely hard bone, manufacturing error, and user error. Each potential root cause has been evaluated below: insufficient anchor or tip design are unlikely because the occurrence rate of anchor breakage is an order of magnitude under the risk document occurrence, which indicates that the design is acceptable when compared to the risk document. The report indicated the quality of the patient bone was normal, so hard bone has been ruled out as a root cause. The device history review indicated that manufacturing error was not a root cause of the failure. User error is a potential root cause. The fact that the cylindrical protrusion of the distal end of the reelx inserter ((B)(4)) is broken off indicates that the force of the mallet acting on the inserter was not applied in a perpendicular fashion, which can lead to a breakage where the inserter and the nose cone meet since these two pieces are press fit together. The technique guide indicates that a 5mm biozip awl should be used to create a pilot hole before inserting the reelx anchor. The customer was unable to confirm whether or not the surgeon created a pilot hole in this instance. While the reelx anchor is designed to be used without the creation of a pilot hole, there are situations when a patient's internal environment would merit the creation of a pilot hole and it is up to the surgeon to decide if the use of the biozip awl is necessary. In this case it is possible that the surgeon should have created a pilot hole before attempting anchor insertion, but did not. This being the case, the most likely root cause is user error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a shoulder arthroscopy procedure, the tip of the unit fractured into the patient's articulation.